Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-19635. It was reported the patient presented in clinic. Upon interrogation, it was observed the implantable cardioverter defibrillator was incorrectly diagnosing rhythm and delivering inappropriate shock. The atrial lead was oversensing noise causing the device to confuse the rhythm. Programming changes were completed to address this issue. The patient was stable and will continue to be monitored remotely.

Manufacturer narrative:
Correction: component code was added to h6.